Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. The download data showed that the pod completed 180 pulses with the expected number of pulses in each priming sequence. Investigation of the needle mechanism found no issues that would result in the needle failing to deploy. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient removed the pod due to blood glucose levels rising to 13 mmol/l and ketones measuring at 1.0. When removed, the patient reported that the pink slide did not move forward, indicating a needle mechanism failure occurred. No specific treatment information was provided.